Event description:
It was reported that the p-wave had decreased and there was intermittent undersensing on the atrial lead. The right ventricular lead was also noted to have intermittent t-wave oversensing. The ventricular sensitivity was reprogrammed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947-65 lead implanted: 2011-(B)(6). (B)(4).